Event description:
A report of an adverse event that had occurred last year was reported to a spectranetics employee secondhand. Cardiac tamponade occurred two hours following a lead extraction procedure. The tamponade was detected when the patient was recovering after the procedure. A pericardiocentesis was performed by the surgeon on-call. It is unknown at this time where the injury occurred, what device caused the injury, what spectranetics devices were used in the procedure, or the status of the patient following the pericardiocentesis. Attempts to obtain more information are being made. A follow-up report will occur if the facility complies with our requests for additional information.

Manufacturer narrative:
An investigation was conducted by us to reflect what devices were sold to (B)(6) between (B)(6) 2013. The spectranetics devices that were sold during that timeframe were glidelight, elca, turbo elite, and lld. Due to the nature of the injury (pericardial effusion resulting in cardiac tamponade), an lld is the device that would cause such injury. Numerous attempts to contact the physician involved in this case were made to determine what device was suspect, but these attempts were unsuccessful. Date of the event is now known and changed to (B)(6) 2013. Previous report was that the event occurred "last year." Time frame surrounding when tamponade occurred changed from 2 hours post-procedure to 3 hours. Details surrounding how the patient was treated and status of patient were added to description of events.

Event description:
This was a lead extraction procedure to remove three leads because of cied system infection and pocket infection. The three leads ((B)(4) ra pacing, (B)(4) ICD, and (B)(4)) were removed without difficulty. Hypotension was noted three hours after the procedure, when the patient was recovering, and testing revealed cardiac tamponade secondary to pericardial effusion. The effusion appeared to be coagulated. The patient underwent an emergent pericardial window, subxiphoid approach. It is unknown where the exact location of the injury was and all of the spectranetics (spnc) devices that were possibly involved in this case. The nature of the complication would indicate that an lld is the suspect medical device in this case. The timeframe surrounding the event (i.e. The patient was 3 hours post-procedure before becoming symptomatic) indicates that a perforation occurred during the extraction. The spnc device that would most likely contribute in this case to this type of injury would be an lld in comparison with other spnc devices. The patient recovered and was discharged per hospital procedure. (New information obtained regarding the case. Description of events updated to reflect these changes).